Event description:
Servo in use on pt suddenly stopped to function (as for switching off) without alarm. In 2004 at 6h 10pm the servo I connected on pt 10 mins earlier stopped to function very suddenly. Control display screen blanked immediately and ventilation to pt was no more delivered.